Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Unable to expand. It was reported that during the surgery, the vbs device was unable to expand. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vbs small had signs of tearing off and breakage along the surface of the balloon. A dimensional inspection and a functional test for the vbs small were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. However, this is most likely due to the breakage condition of the balloon. Previous complaints were reviewed for the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The synflate vertebral balloon surgical technique was reviewed; states to stop balloon expansion if any of the following happens: the desired clinical outcome is reached. Balloon touches anterior wall of vertebral body. The pressure reaches 30 atm (440 psi). The maximum balloon volume is achieved. 4.0 ml for the small balloon. 5.0 ml for the medium balloon. 6.0 ml for the large balloon. The surgical technique guide also contains the following precautions: the balloons may leak or burst if they are filled beyond their maximum volume or pressure. The performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments. The surgical technique guide also recommends the following: proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. The overall complaint was confirmed as the observed condition of the vbs small would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 09.804.500s. Lot number: 82293445. Release to warehouse date: 29. Sep.2023. Expiration date: 01.sep.2026. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.